Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance. UDI: (B)(4).

Event description:
It was reported by the netherlands that during service and evaluation, it was determined that the craniotome device could not insert cutter, had illegible labeling etch, neuro tip was bent/damaged, color band chipping/fading and cosmetic damage worn. It was further determined that the device failed pretest for visual assessment, labeling assessment and cutter insertion assessment. It was noted in the service order that the green cutter was unable to get through the craniotome device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.